Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the balloon catheter froze on another manufacturer's guide wire. The 75% stenosed type b2 lesion was located in the left circumflex (lcx) artery. Vascular access was obtained through the right femoral artery. The lesion was successfully pre-dilated with a maverick 2.5mm x 12mm balloon catheter and promus stent (size unk) was implanted. Upon attempting to advance the quantum maverick 2.75mm x 8mm balloon catheter for post dilatation of the stent, the balloon catheter froze on another manufacturer's 0.014 guide wire. The balloon catheter and guide wire were removed as a unit without incident. The procedure was successfully completed with a different device. No patient injuries or complications were reported. The patient's status was reported as "fine."

Manufacturer narrative:
Product analysis did not confirm the difficulty reported in the complaint. A visual examination of the returned device revealed a 0.014" guide wire tracked through the guide wire exit notch and exiting the distal tip. There was blood and contrast present in the shaft of the catheter. A visual examination of the guide wire lumen found no issues. The guide wire tracked through the shaft of the catheter without restriction. No other issues were noted with the actual device. A review of the manufacturing records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause could not confirmed because the returned device showed no evidence of the alleged issue or any defects which could have contributed to the event.